Event description:
A cartridge change error was reported with the pump. The customer¿s blood glucose level did not exceed 500 mg/dl. The customer was instructed by technical support to check the o-ring and successfully reloaded the cartridge, allowing them to resume insulin delivery.